Event description:
It was reported that the symptomatic patient presented in the emergency room complaining of chest pain and dizziness. The device was in backup vvi and was pacing intermittently. A user download was attempted but did not restore the device. The hardware elective replacement indicator (eri) byte indicated that the device had reached eri.

Manufacturer narrative:
Na

Manufacturer narrative:
Final analysis found no output or telemetry due to normal battery depletion. After replacing the battery the pulse generator functioned normally.